Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl and a seizure; cause was not known. Customer consumed "glucose tablets, liquid and gel" to address the issue, went to the emergency room, and was subsequently admitted to the hospital. Contact declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.